Event description:
On (B)(6) 2014, the lay-user/patient contacted lifescan (lfs) (B)(4), alleging that the onetouch verio iq meter is giving inaccurate high readings. The complaint was classified based on the customer care advocate (cca) documentation. On (B)(6) 2014, the patient received a blood glucose reading of ¿64 mg/dl¿ on the subject meter and took his usual insulin (17 units of humalog) and ate at 7:05 pm. At 10 pm, he reportedly felt hypoglycemic symptoms. The doctor arrived around 11 pm tested the patient¿s blood glucose at ¿74 mg/dl¿ on the subject meter and ¿49 mg/dl¿ on the doctor¿s meter. The patient concluded that the lfs meter was reading inaccurately high, causing his hypoglycemic episode on the day of concern. During troubleshooting, the patient confirmed the meter to doctor¿s meter comparison was performed within 30 minutes of each other. Based on statistical methodology, the calculated difference of these glucose results is within the expected value of <= 30% and/or <= 30 mg/dl. The test strips are within the discard date and is in good condition. This complaint is being reported because the patient claimed had hypoglycemic symptoms and low blood glucose of ¿49 mg/dl¿ after he managed his diabetes with the alleged lfs meter reading.